Event description:
The pt was scheduled for a replacement of cardioverter-defibrillator pulse generator which had reached end of life parameters. The surgeon documented the following regarding the case. "The leads were inspected and an insulation break was noted near the pin connection of the pace/sense lead. The decision was made to place a new lead." The pt tolerated the procedure well and was in stable condition.